Manufacturer narrative:
Analysis could not confirm the reported event; programmer passed functional test. Analysis found errors in the programmer update history. It was noted the paper tray and power bay assembly were worn and the cover hinge plate had minor damage.

Event description:
It was reported the programmer turned off suddenly. The programmer was returned for service. No patient complications have been reported as a result of this event.